Event description:
Event description boston scientific received information that during the device replacement procedure, the seal plugs from this pacemaker were loose and could be easily removed with forceps. The device was removed and replaced.